Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that the safelight cable causing the entire lighting system to exhibit flickering (on and off) behavior during cases. The account reports that when a non-safelight cable is used the lighting system functions as intended. Further, the account reports that flickering behavior is much more frequent in arthroscopy cases than in laparoscopy cases. The surgeons are frustrated that the flickering behavior could cause significant interruptions to the cases and possible safety risks. The account requests that the issue be resolved as the safelight cable has significant benefits.